Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that upon installation it was found that the display on the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(medical device ¿ problem code, type of investigation, investigation findings, component code, investigation conclusions), h10. Additional info: contact person(name: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit upon installation found it had broken display. A getinge field service engineer (fse) stated parts were either lost or damaged when the unit was unboxed by the va long beach warehouse system. He replaced the broken screen and replaced the above missing items. Ran and passed all performance and function tests. Cleared for clinical use. There was no patient involvement.